Event description:
A customer contacted beckman coulter inc. (Bci) regarding numerous glucose cup patient results reported out on (B)(6) 2010. All glucose results were with the same magnitude of difference of approximately 20mg/dl. Actual results were not supplied. One other erroneous patient result was generated on (B)(6) 2010 that triggered delta checking. Rerun of the sample was erroneously low. Rerun on a different instrument yielded a result closer to the unknown if treatment was initiated or withheld.

Manufacturer narrative:
Low qc problems noted from (B)(6) 2010. However, customer confirmed there were no reports of erroneous results between (B)(6) and (B)(6) 2010. Customer disabled the glucose channel on the (B)(6) and service call was generated by hotline. A field service engineer (fse) replaced the glucose module. Bci spoke with customer on (B)(6) 2010 and glucose results have been acceptable since the service call. Although hardware was replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.